Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of head/neck (non-malignant) and spinal pain. It was reported that the patient had fall about 6 weeks prior to the report. No symptoms or complications were reported.